Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00, +23.5 diopter) was explanted from the patient¿s left eye because of a refractive error and residual myopia. Reportedly, the lens zxr00 +22.0 diopter was used as a replacement. No further information was provided.

Manufacturer narrative:
Based on new information received, product has been returned for further investigation. The following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on: 10/03/2018. Device returned to manufacturer: yes. The product was received in a lens case. Visual inspection with unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/3/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.